Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 10-oct-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing for lot n24076a met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for eg7+ cartridge lot n24076a.

Event description:
On 27-jul-2024, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant potassium result on a patient. There was no patient information available at the time of this report. Method date tested k ica sample : I-stat (B)(6) 2024 10:51 2.6 mmol/l 1.17 mmol/l a - whole blood. Lab (B)(6)2024 11:05 3.82 mmol/l 1.38 mmol/l a - plasma. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.